Manufacturer narrative:
Physio-control evaluated the device and observed that the device would intermittently reset by itself. Physio replaced the system/memory pcbs assembly and the system pcb/pc card slot cable and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assemblies, but could not replicate or confirm the reported failure and could not determine root cause.

Event description:
It was reported that while using device to monitor a patient's ECG, the device would restart on its own. The reporter stated the patient outcome not affected by the use of the device.